Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and found the sample wash station to be dirty. The fse cleaned the sample wash station. Prior to the fse visit, the customer had replaced several probes. Precision checks were performed and results were as expected. Sample integrity and handling information was not provided. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108) january, 2010, and the architect total psa reagent package insert ((B)(4)), provide information to address the customer's current issue. Review of complaint tracking and trending; field service intervention. Wash station.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated an initial architect total psa assay result of 3.52 ng/ml. The sample retested at 6.39 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported. A service call was initiated. The field service engineer cleaned the sample probe wash station.